Manufacturer narrative:
According to the hospital engineer, the air gas module was contaminated with water and need to be replaced. No ventilator logs were provided. The air gas module was not returned for further investigation. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The source of water into an air gas module is moist air from an external compressor. H3 other text: 4111.

Event description:
It was reported that the air gas module of the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).